Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿received connectors damaged by supplier¿. It is unknown whether the device had met relevant specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arcticgel pads ifus are found to be adequate based on past reviews. Therefore, no additional action is required at this time. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was getting alert 1 (line open) and alert 2 (low flow), and nurse swapped the pads because the clamp on the original set was broken. The nurse stated the patient temperature was 37.1c, target temperature was 33c, water temperature was 19.6c, flow rate was 0 l/m. The nurse used medium sized arctic gel pads and tried to start the therapy, but the device did not get a flow rate. The nurse walked through drain, disconnected, and reconnected with proper technique and all lines were straight with no bends and kinks. Also verified that the fluid delivery line was securely attached and all 4 pads were reconnected. Therapy did not start since the primes and flow rate was 0 l/m. Then nurse kept to manual control and temperature was 8c. The device again had the low air leak alert. The outlet monitor temperature was 21.3c, outlet control temperature was 21.4c, inlet temperature was 22.8c, chiller temperature was 4.9c, water flow rate was 1.2l/m, inlet pressure was -0.8psi, circulation pump command was 100 percent, mixed pump command was 94 percent, system hours were 5151.3, pump hours were 4602.4. Nurse would try to find another device to use and send this one to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting alert 1 (line open) and alert 2 (low flow), and nurse swapped the pads because the clamp on the original set was broken. The nurse stated the patient temperature was 37.1c, target temperature was 33c, water temperature was 19.6c, flow rate was 0 l/m. The nurse used medium sized arctic gel pads and tried to start the therapy, but the device did not get a flow rate. The nurse walked through drain, disconnected, and reconnected with proper technique and all lines were straight with no bends and kinks. Also verified that the fluid delivery line was securely attached and all 4 pads were reconnected. Therapy did not start since the primes and flow rate was 0 l/m. Then nurse kept to manual control and temperature was 8c. The device again had the low air leak alert. The outlet monitor temperature was 21.3c, outlet control temperature was 21.4c, inlet temperature was 22.8c, chiller temperature was 4.9c, water flow rate was 1.2l/m, inlet pressure was -0.8psi, circulation pump command was 100 percent, mixed pump command was 94 percent, system hours were 5151.3, pump hours were 4602.4. Nurse would try to find another device to use and send this one to biomed.